Event description:
As reported by implant patient registry, approximately 2 weeks post transfemoral tavr procedure with a 29 mm sapien 3 valve, the valve was explanted. The cause of the explant is unknown.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
According to the medical records reviewed, the patient with severe bicuspid aortic stenosis and a calcium score of 5600 underwent a tavr with a 29mm sapien 3 ultra (s3u) valve. The patient did well immediately postoperatively and an echocardiogram done post operative day (pod)-1 status post (s/p) tavr revealed an excellent result with a well-seated s3u valve and no significant aortic insufficiency with no significant gradient across the prosthesis. There were no abnormalities seen and the patient went home. After discharge, the patient had sudden shortness of breath and was readmitted. An echocardiogram and an angiography confirmed a new significant left to right intracardiac shunt at the level of the sinus of valsalva to the right ventricle, a small-moderate pericardial effusion and a possible aortic root aneurysm or pseudoaneurysm. The tavr valve had good function, with a mean gradient of 10 mmhg and trivial perivalvular regurgitation. Per the implanting physician, "the aortic sinus of valsalva fistula to the right ventricle was acquired following the transcatheter aortic valve replacement done recently. This is not a congenital defect, but was caused by the tavr procedure, which resulted in the sinus of valsalva to right ventricular fistula." It was decided to proceed with an aortic valve replacement (avr) and aortic root repair autologous pericardial patch on pod-18. The pre-operative diagnosis was "aorta-ventricular fistula, status post tavr." Per the surgeons' comments, after carefully explanting the s3u valve and excising the native aortic valve, a rupture of the aorto-annular junction was observed under the right coronary artery extending towards the pulmonary artery secondary to the extreme calcification that was on the fused bicuspid anatomy of this patient between the right and left coronary cusps. A 25mm edwards magna ease bioprosthesis was then successfully implanted.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the previously reported adverse event. The following sections of this report have been updated: h6 (clinical code, device code), and an update to b5: other relevant history, including preexisting medical conditions. According to the medical records reviewed, after discharge, the patient had a sudden shortness of breath and was readmitted. An echocardiogram and an angiography confirmed a new significant left to right intracardiac shunt at the level of the sinus of valsalva to the right ventricle, a small-moderate pericardial effusion and a possible aortic root aneurysm or pseudoaneurysm following the transcatheter aortic valve replacement done recently. The available information does not suggest that the valve malfunctioned or that the use or misuse of the device caused or contributed to the explant. There were no allegations of deficiencies related to the valve's identity, quality, durability, reliability, safety, labeling, effectiveness, or performance. Therefore, the explant event is no longer considered FDA reportable.